Event description:
It was reported that the patient had an infection at the midline incision and ipg site. It was noted that the midline incision was draining fluid and abscess was noted. The physician believed that infection was not device related. The patient was placed on antibiotics and all device components were explanted. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an infection at the midline incision and ipg site. It was noted that the midline incision was draining fluid and abscess was noted. The physician believed that infection was not device related. The patient was placed on antibiotics and all device components were explanted. The explanted ipg and leads were discarded by the medical facility.